Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of expected condition to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was observed to have a white substance near the wire of the vse tip. Use of the instrument was discontinued, and it was replaced to the backup. However, the backup instrument was observed to have the same issue. Therefore, the user decided to not use all the instruments (5 total). No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient as a result of the event. The white substance was lubricant. The instrument will be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but was unable to be provided.